Event description:
It was reported while using the catheter for an ablation procedure, the irrigation port broke from the handle of the catheter. There were no adverse consequences to the pt. Add'l info was requested but is not available.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.